Manufacturer narrative:
The reported event was confirmed as manufacturing related. 1 sample was confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was able to be reproduced. The product was used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used sample port connector with drainage bag attached. Visual inspection of the sample noted the stem housing was missing from the sample port connector body upon return. A potential root cause for this failure could be motor/ clutch brake / transmission damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the stem housing was disconnected from the sample port body and urine leaked from there.